Event description:
The user facility reported that water was leaking from their dsd 201 aer and onto the floor. User facility personnel further stated that their outlet sparked when plugging in the unit. No report of injury.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the dsd 201 aer and did not observe any evidence of charring or sparking. The technician observed that there was a broken fitting over the gfci box and tape holding it together. The technician asked user facility personnel who and why the tape was present however, user facility personnel did not know. The technician further inspected the unit and found that the internal gfci required replacement. The technician made repairs, tested the unit and confirmed it to be operational. The dsd 201 aer was returned to service and no additional issues have been reported. While the technician was onsite inspecting the unit, user facility personnel stated that the water leak that occurred during the time of the reported event was contained and that no slip/fall hazard was present.